Event description:
Patient reported the aligners have caused damage, one of their teeth has become more broken, and their gums have been negatively affected. They have a receding gum line, tooth breakage, ongoing pain and noticeable changes in tooth density. This is a contraindicated patient for crown.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.